Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. There was no button error alarm or numbers ramping up noted. The unit had minor scratched lcd window, cracked reservoir tube lip and the end cap sticker was missing.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that the numbers began ramping, and he could not do anything to resolve the issue. The customer's blood glucose was 120 mg/dl. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.